Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment "administration of blood transfer" with a polyflux dialyzer, the patient experienced low blood pressure (bp) measuring at 94/53mmhg. The pulse rate was 98 per minute and respirations were reported at 22/minute. Earlier the bp was 124/68mmhg and the pulse was 63/minute. Treatment was suspended and the patient received 200 ml of normal saline. Seven minutes later the bp was 74/53mmhg and the pulse rate was 96/minute. The patient received intravenous dexamethasone (5mg). Seven minutes later, the patient was "mentally fatigue", the bp was 64/44mmhg, and the pulse was 88 times/minute. It was reported the blood was returned to the machine in advance. Later, the bp was 123/71mmhg and the pulse was 95/minute. No additional information is available.